Event description:
It was reported that the device had bootblock 12.3.2.108. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of boot block 12.3.2.108 was confirmed. Received on 07-mar-2025, pcu device was received unboxed and with paperwork. The pcu¿s software version is showing the incorrect boot block was installed. Incorrect boot block. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to flash the correct boot block version (12.3.2.8). Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.